Event description:
It was reported that bd plastipak¿ insulin syringe stopper separated from the plunger. The following information was provided by the initial reporter: when aspirate the drug to dilution of it, the stopper from the syringe separates from the plunger, making it impossible to use.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The sample sent by the customer was verified and it was possible observe stopper separation from plunger due plunger rod ring broken. The probable cause for the occurrence is related to failure at assembly process causing the breakage. The incident identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ insulin syringe stopper separated from the plunger. The following information was provided by the initial reporter: when aspirate the drug to dilution of it, the stopper from the syringe separates from the plunger, making it impossible to use.